Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.